Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer also reported that he received a no delivery alarm. The customer reported that there was water coming out at the site area after removing the infusion set. The customer's blood glucose was 29 mg/dl at the time of incident. The customer stated that he also had blood glucose of around 300 mg/dl. The customer declined helpline assistance. The insulin pump will not be returned for analysis.